Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred during the load sequence. In addition, the customer delivered a bolus but didn't consume intended meal. This led to a low blood glucose (bg) level of 49 mg/dl. The customer required 3rd party assistance due to being incapacitated; customer consumed carbohydrates to address low bg. Reportedly, the customer performed a cartridge change resolving the issue.